Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusion alarms. The customer experienced blood glucose (bg) levels ranging between 295-400mg/dl and moderate levels of ketones. A supply change was performed and a correction bolus was delivered to address the bg levels. The ketones were addressed with insulin and fluids. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.